Manufacturer narrative:
The calcium and creatinine reagent lot numbers and expiration dates were requested, but not provided. The field service engineer replaced cell rinse tubing. Controls were run and passed. The investigation determined the issue was resolved by the service actions and is consistent with insufficient service maintenance.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the ca2 (calcium) and creatinine assays on a cobas 8000 c 701 module. Data was provided for six patient samples with discrepant calcium results and one patient sample with discrepant creatinine results. The (B)(6) patient sample initially resulted in a calcium value of 2.46 mmol/l and it repeated as 2.96 mmol/l. The (B)(6) patient sample initially resulted in a calcium value of 1.91 mmol/l and it repeated as 2.64 mmol/l. The (B)(6) patient sample initially resulted in a calcium value of 1.87 mmol/l and it repeated as 2.43 mmol/l. The (B)(6) patient sample initially resulted in a calcium value of 1.81 mmol/l and it repeated as 2.43 mmol/l. The (B)(6) patient sample initially resulted in a calcium value of 1.97 mmol/l and it repeated as 2.38 mmol/l. The (B)(6) patient sample initially resulted in a calcium value of 2.13 mmol/l and it repeated as 2.56 mmol/l. The (B)(6) patient sample initially resulted in a creatinine value of 149 umol/l and it repeated as 82 umol/l.